Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, adhesive was observed on objective lens was found to be chipped. The olympus service team access the condition and determined that the cause for adhesive objective lens was traced to the component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages was cause traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.